Manufacturer narrative:
H.6. Code c21: a review of the manufacturing records for the device is going to be conducted. The investigation is in process. The device remains implanted and is not available for investigation. Additional information was requested from the site and will be provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: it was reported that on an unknown date, the patient underwent an endovascular procedure to treat a descending thoracic aortic aneurysm using a non-gore device. On (B)(6), 2015, a reintervention of a prior endovascular procedure was done to treat a zone 4 descending thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis (tgu404020/ 14185643). The patient tolerated the procedure and discharged home on (B)(6), 2015. Reportedly, pre-treatment cta showed that the maximum diameter of the aortic aneurysm/lesion was 65mm. The follow up cta on (B)(6) 2017, showed that the maximum diameter of the aortic aneurysm/lesion was 61mm. On (B)(6), 2017, the patient underwent an additional zone 2 descending thoracic aortic aneurysm treatment with a proximal type I endoleak from the previous repair using a gore® tag® thoracic endoprosthesis and gore® tag® thoracic branch endoprostheses. Additionally, the patient underwent revascularization procedure. The patient tolerated the procedure and discharged home on (B)(6), 2017. On (B)(6), 2017, the follow up cta showed that the maximum diameter of the aortic aneurysm/lesion was 33mm. No further adverse events have been reported. Code 5400:c- other/unknown was used to cover a revascularization procedure.

Event description:
This report was sent as a retraction due to the information received that a proximal device implanted in 2005 at the zone 2 was a medtronic device. The proximal type I endoleak was at the zone 2 and the proximal device (medtronic) had a reintervention. A gore® tag® thoracic endoprosthesis was implanted at zone 4. There is no allegation against the gore device. This case is not reportable.

Manufacturer narrative:
This report was sent as a retraction due to the information received that a proximal device implanted in 2005 at the zone 2 was a medtronic device. The proximal type I endoleak was at the zone 2 and the proximal device (medtronic) had a reintervention. A gore® tag® thoracic endoprosthesis was implanted at zone 4. There is no allegation against the gore device. This case is not reportable.